Event description:
The complainant has reported that a male patient underwent a procedure during which the physician performed band ligation with the use of a bsc speedband multiple band ligator device. It was reported that during the procedure, the device bands" was clogged up, not allowing its release". The physician decided to utilize another speedband device to complete the procedure successfully. The patient experienced no complications as a result of this event.

Manufacturer narrative:
Evaluation: user error contributed to event ( expired product). Device not returned, an evaluation will not be performed. No conclusion can be drawn, exceeded expiration date. A reveiw of the device history record revealed no anomalies that could be associated with this incident. A lot history search was performed and found no other complaints have been reported from this lot. The march 2007 rolling 15-month trend chart was reviewed for the band ligation product family and revealed no adverse trends. Additionally, the total number of complaints received for this product family does not exceed a limit which would warrant further action at this time.